Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was determined that the battery was not in a good location, it was too close and too midline in the spine that caused the discomfort. The patient underwent a procedure wherein the ipg was relocated and replaced per patient and physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.